Event description:
The customer reported approximately 100 milliliters (ml) of clear yellow fluid leaked from the unit during priming involving synchron cx3 total protein. The customer noted the issue started during electrolyte cam maintenance. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting: gloves, laboratory coat, and eye protection during troubleshooting. The customer did not find any loose or disconnected line and noted the reagent tray had fluid. Erroneous results were not generated nor reported. The customer has an exposure control/risk management plan at the facility. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered eic cup overflowed caused by pinched tubing. The fse cleared the tubing and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).